Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.

Event description:
During the initial implant procedure, the right ventricular (rv) lead caused a perforation of the apex of the right ventricle. No additional intervention was necessary to treat the cardiac perforation. The implant procedure was successfully completed, and the patient experienced no adverse consequences due to the event.

Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.

Event description:
During the initial implant procedure, the right ventricular (rv) lead caused a perforation of the apex of the right ventricle. No additional intervention was necessary to treat the cardiac perforation. The implant procedure was successfully completed, and the patient experienced no adverse consequences due to the event.